Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the blade detached from the mics handpiece. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
Reported event: during the doctors first tka case, after almost all way done with 1st cut the blade came off the tool. Scrub reattaches it. The blade comes off again, reattaches it and starts cutting again. Few minutes delay with reattaching the blade. Device evaluation and results: visual inspection. The or staff inspected the saw attachment and determined it had no visual defects. Dimensional inspection: dimensional inspection was not completed because the issue was functional. Functional inspection: the unit was functionally checked after the case and the unit was found to be functional. The same attachment was used in the second case and functioned as intended. The saw attachment was not RMA. It is continuing in normal use. At the time of the conversation with the mps (7/5/16) the surgeon has completed 7 more cases without incident. Device history review: serial number of the angled saw attachment was not reported. Complaint history review: a review of complaints related to p/n 212480 shows no complaints related to the failure in this investigation. Tracking of complaints related to the 212480 part number will be tracked through quarterly trend request #925. Conclusions: per the conversation with the mps, there was no issue with the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the blade detached from the mics handpiece. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.